Event description:
Additional information was received from the field on the identification of the right ventricular lead. The physician also noted at a follow up that the impedance levels have returned to normal and therefore no extra follow up will be required. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular lead associated with this device was in fact a boston scientific product. Additionally, it was noted that the shock impedance levels returned to normal shortly after this anomaly, and therefore no follow up was scheduled with no remedial action planned. No adverse patient effects were reported.

Event description:
Boston scientific received information that a red alert for high shock impedances was detected by this device on an unknown right ventricular lead. No information could be obtained from the field about the lead information or any remedial action on the system. With current information, the device remains in service with no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.